Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of 3 custom tubing packs, it was reported the plastic pump housing that connects to the abbott centromag venous cannula cracked and caused bubbles to enter the circuit. Customer attempted to stop exsanguinous drainage, and performed circuit exchange, but patient coded during this exchange, customer placed patient back on veno-venous extracorporeal membrane oxygenation (vv ECMO) but the bubbles were already identified in the circuit, with inability to get bubbles out without causing additional harm to the patient. Despite all efforts, the patient expired at 00:05am on (B)(6) 2025. The device was replaced to complete the procedure.